Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited low impedance in bipolar mode and high impedance in unipolar mode. A lead insulation anomaly was suspected. The lead was explanted and replaced.